Manufacturer narrative:
It was reported that two (2) controller ac adapters were unable to provide power. Two (2) controller ac adapter were returned for e valuation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed at the bench level. Failure analysis of the returned devices revealed that the units passed visual inspection but failed functional testing due to an open input fuse. The open fuse prevented the controller ac adapters from providing power. The most likely root cause of the reported event could be attributed to an open fuse due to a combination of a reduced fuse in-rush current rating along with the absence of a current-limiting thermistor. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. Cac adapter / (B)(4) / cat#1430de / exp. Date: 05/31/2015. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both of the patient's ac adapters do not provide power to the controller and they do not display a green power indicator light. The adapters were exchanged with no reported patient consequences. No further information was provided.